Manufacturer narrative:
Unique identifier (UDI)# (B)(4).

Event description:
The customer complained of questionable elecsys hcg + beta test system (hcg+b) result for 1 patient sample and a questionable elecsys progesterone iii result for 1 other patient sample tested on a cobas e 411 immunoassay analyzer. Of the data provided only the hcg+b result for 1 patient was a reportable malfunction. Please refer to this medwatch for patient 1 hcg+b results. The initial erroneous result was released outside of the laboratory. The result was questioned when the patient had a new sample drawn on (B)(6) 2018 and the hcg+b results did not match. The customer stated that the patient is not pregnant. There was no adverse event. The hcg+b reagent lot was 284292 with an expiration date of 28-feb-2019. The field engineering specialist found a faulty sample/reagent (s/r) probe tube. He replaced the affected s/r probe tube. He checked all the remaining s/r and sipper tubing. As additional preventative maintenance, he replaced the s/r probe and the teflon seal. He adjusted the s/r probe liquid level detection to optimal voltage. He checked the s/r probe alignments. He adjusted s/r rinse station position in relation to probe. He checked the bead mixer and replaced a belt. He checked the mixing speed. He performed a sipper volume check. He ran performance and precision testing and all results were acceptable. The case was resolved by the service activities performed by the field engineering specialist.

Manufacturer narrative:
The customer stated that there have been no further erroneous results.